Manufacturer narrative:
(B)(4). No product returned. The reported issue (per medwatch (B)(4)) was not confirmed as there were no samples or photos received from the customer. There are two connections made to the cp50, which is l4 and l5 on line 3 of the pack. Both of these connections are called out on the specification to be non bonded connections. The cp50a is 100% inspected for the cable ties on the component. The DHR review showed this inspection criteria passed during the assembly process. The coc data for the cp50 was reviewed and no issues were noted. No definitive root cause for this issue could be determined as no sample or photos were received from the customer. The inspection data for the tubing connected to the cp50 cardioplegia device determined the part to be within specification. (B)(4).

Event description:
Per (B)(4) reported that during cardiopulmonary bypass surgery(aortic valve replacement) after cross clamp was off, it was noted that there was a leak on the cardioplegia disposable component that resulted in the disconnection of the tubing. The line was reconnected. The tie band seemed to be loose. There was a blood loss of more than 100cc. There was no delay and the surgical procedure was completed successfully.